Event description:
It was reported that while using the 3.2x75 persona pins, the tip broke off into part 00-5901-021-00. The fractured piece stayed in the inserter. No patient impact. No additional information available.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the pin is fractured with a portion still within the pin driver. The rest of the fractured pin was not returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.